Event description:
It was reported that this right atrial (ra) lead was switched to unipolar sensing configuration due to high pacing lead impedance (pli) measurements that were out-of-range when in bipolar. It was also noted that this lead exhibited noise causing oversensing as well as loss of capture when in bipolar configuration. No asystole greater than two seconds was reported. This lead was surgically abandoned, and another ra lead was successfully placed. No additional adverse patient effects were reported.